Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) fell off a stretcher and onto the floor during a patient transfer. The patient was not connected to the aic at the time of the event. The console suffered physical damage in multiple locations. There was no patient harm and another aic was utilized for ongoing support.

Manufacturer narrative:
The investigation into the aic ¿ damage has been completed since the original report was filed. The console was returned and tested after arriving in fs. Physical examination confirmed the reported complaint. Damage to the console¿s rear housing was observed. The cause of the issue was use related.